Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the explanting of the ra lead, the left ventricular (lv) lead moved and required repositioning. The lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was part of the product surveillance registry study for the left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was loss of capture. The study investigator noted relatedness to the lead. The event resolve without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.